Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bad infusion set, reservoir, and sensor. Customer stated they changed their infusion set and noticed blood at the site. Troubleshooting was performed. The customer states the site does not show signs of infection. The customer's blood sugar was 400 mg/dl at the time of the incident which has been treated. Customer was advised the infusion set will be replaced. The product will be returned.